Manufacturer narrative:
Investigation is summarized as follows: customer data review: the customer data was reviewed with respect to the reported sids. The runs associated with the reported samples were valid, as no error codes or performance related flags were generated for the samples or abbott quality control. This indicates that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 are performing as expected. Quality data review: device history record / batch record review the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including component lots) were reviewed to identify if there were any issues related to the reported complaint. No isssues or records related to the reported complaint were found that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 417998 and 4179981 were searched. The CAPA review did not identify any quality records related to the reported complaint for the reported lot 417998 (and component lot 4179981). Retain / file sample review: the alinity m resp-4-plex amp kit list 09n79-090 lot 417998 was tested and met all validity criteria and acceptance criteria for all four analytes. The disposition is pass. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 417998. Complaint trending was recently completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 was not identified.

Manufacturer narrative:
Following fields have been updated: b5 for additional sid.

Event description:
The customer reported false positive result for the rsv target on the alinity m resp-4-plex amp kit. The customer reported that the sample ID (sid) (B)(6), ran on 15-sep-2025, was positive with very high cycle threshold (CT) values. The technical application specialist (tas) downloaded log files and analyzed sid (B)(6): this sample was rsv positive with a CT of 40.10 and negative for all other targets. The customer repeated the sample on a non-abbott platform, where it came out negative. The samples was reported as indeterminate after a negative result on an alternative platform, and it was not reported to the patient. A repeat swab was requested from the patient. There was impact to patient management. Result was questioned because it was negative on a competitor instrument. The customer reported an additional sample (sample ID (B)(6)) that tested as false positive on 29-sep-2025. According to customer, the curve is atypical. The sample was negative on 2 alternative platforms. The curve shows very late amplification at cycle number [cn] 41.51. There was no report of impact to patient management.

Event description:
The customer reported false positive result for the rsv target on the alinity m resp-4-plex amp kit. The customer reported that the sample ID (sid) (B)(6), ran on (B)(6) 2025, was positive with very high cycle threshold (CT) values. The technical application specialist (tas) downloaded log files and analyzed sid (B)(6): this sample was rsv positive with a CT of 40.10 and negative for all other targets. The customer repeated the sample on a non-abbott platform, where it came out negative. The samples was reported as indeterminate after a negative result on an alternative platform, and it was not reported to the patient. A repeat swab was requested from the patient. There was impact to patient management. Result was questioned because it was negative on a competitor instrument.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.